Event description:
It was reported that despite letting the unit charge overnight and reconditioning the battery, it would consistently turn on and off randomly. No patient involvement was noted.

Manufacturer narrative:
Correction d2 additional information added to g4, h3, h6, h10 the customer reported problem was not confirmed. A review of the device history record for sn (B)(6) was performed from (B)(6)2018 to (B)(6)2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that despite letting the unit charge overnight and reconditioning the battery, it would consistently turn on and off randomly. No patient involvement was noted.